Event description:
The following was reported to hamilton medical ag: the pressure cannot inflate. Pressure does not rise due to cracked cuff connector. No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, c, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag reference number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the pressure cannot inflate. Pressure does not rise due to cracked cuff connector no patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The service technician reported that the cuff connector was cracked, applied pressure could not inflate the balloon. If a leakage of the system (intellicuff and cuff pressure tube for intellicuff) leads to a failure to achieve and maintain the chosen pressure level, the device becomes inoperable and does not work as intended. It was stated that the failure did occur during ventilation of a patient. The issue is not likely to be serious to public health but has potential to cause patient death or harm, if it were to recur. Therefore, the event has been deemed to be a reportable event. The root cause was attributed to a visible crack in the connector of the intellicuff pneumatic cuff, the applied air pressure could not inflate the cuff balloon. The correction consisted in replacing the intellicuff device.

Event description:
The following was reported to hamilton medical ag: the pressure cannot inflate. Pressure does not rise due to cracked cuff connector. No patient involvement.